Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not retuned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the coronary artery. With the support of a non-bsc guide extension catheter, a 3.50x24mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The physician did push and pull the device inside the non-bsc guide extension catheter several times attempting the device to cross the lesion but was unsuccessful. However, it was noticed that the stent struts got lifted up. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.